Manufacturer narrative:
No resolution documented, awaiting further action. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device repeatedly shut down during use with a patient on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.